Event description:
This is a report by a consumer with supplemental information provided by a nurse in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and ultrabag therapies (doses, frequencies, and lot numbers not reported), intraperitoneally (ip), for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer service, the following was reported by the patient. On an unreported date, the patient made a mistake and touch contamination occurred, which caused peritonitis on an unknown date. The patient thought she might have touched something and then touched the catheter. On (B)(6) 2012, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the patient stated she had recovered from the peritonitis. On (B)(4) 2013, baxter product surveillance followed up with the pd nurse (pdn) and received the following additional information. The pdn confirmed the case of peritonitis, that the patient was hospitalized, and that the patient has recovered from the peritonitis. The pdn reported the patient was treated for the peritonitis with vancomycin (dose, frequency, and lot not reported). The pdn stated the patient is limited in the antibiotics she can have and that is why she was given vancomycin. Concomitant therapy was not reported. The pdn confirmed the cause of the peritonitis was due to a touch contamination by the patient (details not provided). The pdn confirmed the patient has been re-trained (date unspecified) in proper aseptic technique. The pdn stated the cause of the peritonitis was not related to a baxter device or solution.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because the nurse reported a break in aseptic technique by patient, described as touch contamination. The assignable cause for the break in aseptic technique was not determined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.